Event description:
It was reported that the healthcare provider (hcp) increased the dosage a lot and it ¿almost killed¿ the patient. The patient was overdosed. The pump medication at the time of the report was not reported. However, at the time of the report, the device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l82262, implanted: (B)(6) 2000, product type: catheter; product ID 8709, lot# l82262, implanted: (B)(6) 2000, product type: catheter. (B)(4).